Manufacturer narrative:
According to the available information the titan touch was revised due to leakage. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tube of cylinder 1 near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the detached connector tubing. No functional abnormalities were noted with the detached connector tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device required replacement due to a leak. The device was not able to be activated. A leak on the left cylinder was detected during replacement. No other adverse patient effects were reported.